Manufacturer narrative:
According to the facility on 3/14 during a tendon repair, the surgeon took the anchor from the tech, held the anchor over the tissue protector to ensure angle, and moved the tissue protector and inserts the anchor. The surgeon lightly mallets in the anchor but the anchor does not seat. It either beds or breaks. The facility stated there were no serious medical issues. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 3/14 during a tendon repair, the surgeon took the anchor from the tech, held the anchor over the tissue protector to ensure angle, and moved the tissue protector and inserts the anchor. The surgeon lightly mallets in the anchor but the anchor does not seat. It either beds or breaks.